Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a4, b7, h6. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 100qzp, expiration date: mar/31/2026 date of mfg.: apr/26/2024. Batch 1014pt, expiration date: apr/30/2026 date of mfg.: may/18/2024. Batch 1015b1, expiration date: apr/30/2026 date of mfg.: may/20/2024. Batch 104eaq, expiration date: oct/31/2026 date of mfg.: nov/9/2024. Batch 104g5p, expiration date: oct/31/2026 date of mfg.: nov/2/2024. In addition, a review of the manufacturing record evaluation for the possible batch numbers was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: q: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. A: age: 67y, gender: male, weight: 67kg, bmi: 22.86. Q: confirm patient underwent a hepatectomy? A: no. Pancreatoduodenectomy. Q: the diagnosis and indication for the index surgical procedure? A: adenocarcinoma of the ampulla of vater. Q: what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? A: open. Q: on what tissue was the suture used? A: aponeurosis. Q: what was the tissue condition (normal, thin, calcified, fragile, diseased)? A: normal. Q: when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? A: yes. Above. Q: after taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? A: yes. At least 1 passage. Q: did the surgeon then proceed with wound closure in the opposite direction of the first pass? A: yes. Q: was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? A: yes. Q: were two reverse stitches performed across the incision prior to closure? A: yes. Q: please describe the appearance of the suture during the second procedure? A: no data. Q: - did the suture break post-op? If so, where was the break noted (termination, middle, end)? A: no data. Q: - did the suture barbs not engage in the tissue post op? A: no data. Q: - other ? A: aponeurosis with almost total dehiscence. Q: were there any patient stress factors that led to the suture breaking or pulling out of the tissue? A: no. Q: onset date/time of dehiscence? (# post op days) a: 7 days. Q: please describe any surgical intervention required for the evisceration including date and findings. A: aponeurosis with total dehiscence and a new closure was performed with pds 0 with interrupted suture

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: 1015b1, 104g5p, 100qzp, 104eaq, and 1014pt. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For each patient please provide the following information: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Confirm both patients underwent a hepatectomy? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Please describe the appearance of the suture during the second procedure ? - did the suture break post-op? If so, where was the break noted (termination, middle, end)? - did the suture barbs not engage in the tissue post op? - other ? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days) please describe any surgical intervention required for the evisceration including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are the product samples being returned for evaluation? If so, please provide the return date and tracking information. Surgeon¿s name?

Event description:
It was reported that a patient underwent a hepatectomy on (B)(6) 2025 and barbed suture was used. In the surgery, it was observed that the thread was forked near the needle, remaining attached by only one of the parts. During the closure, the thread ended up detaching itself from the needle. The surgery was delayed 180 min. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.